Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient stated that at around 12:00 pm, she received a high alert on her dexcom, which showed a glucose reading of 300 mg/dl. However, a fingerstick test only registered as "high." She administered insulin in an attempt to lower her blood glucose, but the glucose level did not change. The patient decided to go to the hospital at approximately 1:30 am because she was feeling lethargic and fatigued. Upon arrival at around 2:00 am, her blood glucose was checked and measured at 875 mg/dl. She was treated with insulin (IV). The patient was discharged at 2:00 pm on (B)(6) 2026 (less than 24 hours). At the time of the report her blood glucose was 250 mg/dl, and she was feeling well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.